Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was deployed post multi-trauma, to include a splenic injury and long bone fractures with a high risk for pe. The filter was deployed inferior to the renal takeoffs without incident. Approximately nine years post filter deployment a CT scan of the abdomen demonstrated hypodense areas in the right and left lobe of the liver, likely cysts. Some filter limbs were perforating the ivc wall, no surrounding hematoma was demonstrated. No reported filter retrieval attempts were made. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately nine years post filter deployment a CT scan of the abdomen demonstrated some filter limbs perforating the ivc wall, no surrounding hematoma was demonstrated. Therefore, based on the provided medical records the investigation can be confirmed for the alleged perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include but are not limited to the following: - perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information: it was reported that a vena cava filter was deployed for history of dvt/pe. Some time post filter deployment filter limb perforation was identified. There was no reported filter retrieval attempt was made. Medical records provided by the reporting source stated the filter deployment was indicated for post multi-trauma, splenic injury, long bone fractures and a high risk for pe. The filter was deployed inferior to the renal takeoffs without incident. Approximately nine years post filter deployment a CT scan of the abdomen demonstrated some filter limbs perforating the ivc wall, no surrounding hematoma was identified. No reported filter retrieval attempt was made.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and two months post filter deployment, the patient presented with epigastric abdominal pain, subsequent spiral scanning of abdomen and pelvis with nonionic intravenous and oral contrast revealed that an inferior vena cava filter was present. Some of the legs of the inferior vena cava filter were noted to have penetrated through the inferior vena cava but there was no surrounding hematoma or other obvious complication. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device expiry date: 08/2006.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Medical records provided by the reporting source stated the filter deployment was indicated for post multi-trauma, splenic injury, long bone fractures and a high risk for pe. The filter was deployed inferior to the renal takeoffs without incident. Approximately nine years post filter deployment a CT scan of the abdomen demonstrated some of the filter limbs perforating the ivc wall, no surrounding hematoma was identified. No reported filter retrieval attempt was made. The current status of the patient is unknown.